Event description:
.

Manufacturer narrative:
Integra lifesciences corporation is filing on behalf of the initial distributor (B)(4). Correspondence should be sent to: integra lifesciences corporation; (B)(4); attn: corporate complaint coordinator. The manufacturer has been notified of the reported complaint.